Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a false occlusion. This condition had the potential to interrupt delivery. It is unknown where and when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a false occlusion was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be a pin gauge that was falling out. However, this is a stay-in device owned by baxter and will not be repaired at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.